Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. We are moving forward with this complaint without product return. If the device is returned later, we will investigate the complaint further at that time. Visual examination of the provided pictures identified the ceramic head has fractured into several pieces, no further information can be gleaned from the photographs. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, d9, g3, g6, h3, h6, h10. The returned device was reviewed with visual examination and optical microscopy using a digital microscope. The implant was returned fractured into four pieces. It is unknown whether all pieces were returned. Examination of the fractured head images show potentially asymmetric metal transfer marks within the taper. Sem analysis of fracture was performed. However, the complexity of the fracture surfaces did not allow for the determination of the fracture initiation point. The root cause of the ceramic head fracture could not be determined in this instance. With the available information, a definitive root cause could not be determined. No adverse impact to findings from original investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign : australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that in the process of a hip revision procedure, the femoral head fractured while being impacted unto the proximal stem body. This subsequently caused an injury to the patient. The surgeon took some time to clean the wound and remove the shards of the ceramic head. All pieces were taken out by the surgeon. Due diligence is in progress for this complaint; to date no additional information or product has been received.